Event description:
It was reported that the patient went to the ER (emergency room) and presented with a hr (heart rate) in the thirties. It was stated that over the last month or two the right ventricular (rv) lead¿s threshold has been rising and is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: adsr01 implantable pulse generator implanted: 2012 (B)(6). (B)(4).